Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient had a sling implanted on (B)(6) 2011 and concomitantly underwent a laparoscopic colopexy and colporrhaphy. On (B)(6) 2011 mesh was removed due to vaginal pain radiating to groin legs, vaginal blisters and urinary retention.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy, surgical colpopexy, colporrhaphy, and suture of vagina.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy, surgical colpopexy, colporrhaphy, and suture of vagina.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.